Manufacturer narrative:
D6b, date of explant, was corrected from "(B)(6) 2021" to "(B)(6) 2021 visual, dimensional, material and functional analysis could not be performed as the device was not returned manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Complaint history record review was performed for this lot, and no similar complaints were identified. Review of x-ray reveals the following. Rod fracture is observed between l4/l5 screw on the patients right side. The iliac screw on the left side attached to the main rod fractured at the head of the screw. This screw shank was unable to be removed. The tulip of the adjacent iliac screw, which is attached by an extender to l1 space, appears to have disengaged from the screw shank. This shank was able to be removed and replaced with a new screw. Additionally, the right l2 screw was removed to make space for a rod extender connecting a new iliac screw on the right. A new iliac screw was added between the 2 existing iliac screws on the left side, and connected to the main rod. The xia ii lp polyaxial screw system device IFU were reviewed: these implants are temporary internal fixation devices designed to stabilize the operative site during the normal healing process. After healing occurs, these devices serve no functional purpose and can be removed. The most likely cause of the reported event was determined to be due to the age of device implantation. After one year, fusion is expected and was achieved, therefore the devices served their intended purpose. Due to rod and screw fractures/disengagement occurring on opposite sides, but similar levels, it is potential that a fall/external event may have contributed to the event. However, this cannot be confirmed as it was reported that no external trauma was experienced.

Event description:
It was reported that a patient experienced pain and imaging revealed a fractured xia lp polyaxial screw, a fractured xia rod, and a xia 3 titanium polyaxial screw with "head pull out." The patient underwent revision surgery. The body of the xia 3 titanium polyaxial screw was not able to be removed and remains implanted in the patient's illium. This report captures the fractured xia ii rod.

Manufacturer narrative:
Coding has been updated to reflect device evaluation and investigation conclusion.

Event description:
It was reported that a patient experienced pain and imaging revealed a fractured xia ii lp polyaxial screw, a fractured xia ii rod, and a xia 3 titanium polyaxial screw with "head pull out." The patient underwent revision surgery. The body of the xia 3 titanium polyaxial screw was not able to be removed and remains implanted in the patient's ilium. This report captures the xia ii rod.

Event description:
It was reported that a patient experienced pain and imaging revealed a fractured xia lp polyaxial screw, a fractured xia rod, and a xia 3 titanium polyaxial screw with "head pull out." The patient underwent revision surgery. The body of the xia 3 titanium polyaxial screw was not able to be removed and remains implanted in the patient's illium. This report captures the fractured xia ii rod.